Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing two charge times greater than the charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that the patient implanted with this device reported tones coming from the device. Upon interrogation, unexpected charge time measurements were observed. Later, a device changeout procedure was performed. During the procedure, two wrenches were damaged in attempting to remove the leads from the device. Ultimately, the leads were successfully removed and placed into the new device. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.